Manufacturer narrative:
(B)(4). Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the screw head broke when being implanted. The threaded portion remains in the acetabular bone. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10. No product was returned, visual and dimensional evaluations could not be performed. Visual inspection of the picture identified the screw to be fractured. Blood and tissue was identified on the screw. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.